Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastric varices ligation procedure to treat varicose veins performed on (B)(6) 2024. During the procedure, the handle "malfunctioned" as when it was attempted to deploy the bands by rotating the handle, it was noted that no bands were deployed, and then later on, it deployed several bands. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 8, 2024, and july 23, 2024: when the handle was rotated, there was no audible click or tension response felt, and there was no band deployed. A second attempt was made to deploy the bands; however, two bands were deployed together at once onto the lower end of the tissue. It was reported that there was no visible damage noted on the handle.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was not returned. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No problems with the device were noted. The reported event of bands unable to deploy was not confirmed while the reported event bands premature deployment cannot be confirmed during the product analysis since this problem can only be seen during the procedure. Upon analysis, there were no problems found on the returned handle and it did not identify any evidence of either the alleged problem(s) or any defect on the device. Therefore, the most probable root cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastric varices ligation procedure to treat varicose veins performed on (B)(6) 2024. During the procedure, the handle "malfunctioned" as when it was attempted to deploy the bands by rotating the handle, it was noted that no bands were deployed, and then later on, it deployed several bands. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a0401 captures the reportable event of handle broken. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Manufacturer narrative:
Block e1 (initial reporter facility name): (B)(6) hospital. Block h2 (additional information): block b5, h6 (device codes) and h11 (additional MFR narrative) have been updated based on the additional information received on july 8, 2024, and july 23, 2024. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastric varices ligation procedure to treat varicose veins performed on (B)(6) 2024. During the procedure, the handle "malfunctioned" as when it was attempted to deploy the bands by rotating the handle, it was noted that no bands were deployed, and then later on, it deployed several bands. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on july 8, 2024, and july 23, 2024: when the handle was rotated, there was no audible click or tension response felt, and there was no band deployed. A second attempt was made to deploy the bands; however, two bands were deployed together at once onto the lower end of the tissue. It was reported that there was no visible damage noted on the handle.